Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 7 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed which revealed that the valve failed due to aortic valve stenosis. Additionally, thrombus/pannus formation on the valve leaflets was observed. It was reported that the patient experienced heart failure symptoms/hemodynamic instability and was hospitalized.

Manufacturer narrative:
Updated data: b2. B5. D4. H1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient subsequently passed away.

Event description:
It was reported that approximately 5 years and 7 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed which revealed that the valve failed due to aortic valve stenosis. Additionally, thrombus/pannus formation on the valve leaflets was observed. It was reported that the patient experienced heart failure symptoms/hemodynamic instability and was hospitalized. Additional information was received indicating that the valve implant depth in the native annulus was 4.2 mm on the left coronary cusp (lcc) and 4.3 mm on the right coronary cusp (rcc). After the procedure, on discharge of the patient, the mean aortic gradient was 11 mm hg. The mean gradient was 34 mm hg when the thrombus was detected. Of note, the patient had a history of pelvic fracture approximately two months prior. This may have contributed to thrombus formation. The last three international normalized ratio (inr) results before the thrombus was detected were 1.0, 1.2, and 1.0. The most recent inr was measured approximately 1 year prior to the thrombus. The patient had been taking 81 mg of acetylsalicylic acid after the valve was implanted. After the thrombus was observed, anticoagulant therapy was initiated. The heart failure symptoms noted included worsening dyspnea, acute hypoxic respiratory failure, hypoxia, and tachypnea. Additional information was received that the patient subsequently passed away. Additional information was received indicating that the patient deteriorated due to acute hypoxic respiratory failure, worsening heart failure, and cardiogenic shock. No documentation noted one specific cause of death.

Manufacturer narrative:
Updated data: b5. Added fourth paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 7 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed which revealed that the valve failed due to aortic valve stenosis. Additionally, thrombus/pannus formation on the valve leaflets was observed. It was reported that the patient experienced heart failure symptoms/hemodynamic instability and was hospitalized. Additional information was received indicating that the valve implant depth in the native annulus was 4.2 mm on the left coronary cusp (lcc) and 4.3 mm on the right coronary cusp (rcc). After the procedure, on discharge of the patient, the mean aortic gradient was 11 mm hg. The mean gradient was 34 mm hg when the thrombus was detected. Of note, the patient had a history of pelvic fracture approximately two months prior. This may have contributed to thrombus formation. The last three international normalized ratio (inr) results before the thrombus was detected were 1.0, 1.2, and 1.0. The most recent inr was measured approximately 1 year prior to the thrombus. The patient had been taking 81 mg of acetylsalicylic acid after the valve was implanted. After the thrombus was observed, anticoagulant therapy was initiated. The heart failure symptoms noted included worsening dyspnea, acute hypoxic respiratory failure, hypoxia, and tachypnea.

Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.